Event description:
It was reported that the ventilator measured low o2 saturation levels while connected to a patient. The patient's oxygen saturations fell so the patient was removed from the ventilator. No long term patient harm reported.

Manufacturer narrative:
(B)(4).